Event description:
A discordant, falsely low sodium result and discordant, falsely elevated potassium and chloride results were obtained on one patient sample on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The sample was rerun, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium, potassium, and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc specialist evaluated the instrument data, and did not find an instrument malfunction. The error log showed that there had been several errors that an aliquot probe clog had been detected in the time frame when the patient sample was run. The tsc specialist instructed the customer to clean the aliquot probe and the drain, which the customer did. A system check was performed, and no errors resulted. The cause of the discordant sodium, potassium, and chloride results was a clog in the aliquot probe, which was detected by the instrument. The instrument is performing according to specifications. No further evaluation of the device is required.